Manufacturer narrative:
Trackwise# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that they were taking conduit and started sealing and dividing branches. They noticed that the t.w. Power supply was only activating intermittently, maybe one out of every three attempts. Extension cable was replaced but the issue was still occurring. The power supply was switched out and there were no additional problems encountered during the harvest. No injury to the patient.

Manufacturer narrative:
Trackwise: (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #: (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.